Event description:
It was reported that the customer was unable to distinguish which side to use of the vascu-guard before use. The medical information agent advised to not use the device if it was not possible to determine which side was rough versus smooth. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.